Event description:
It was reported that a female patient underwent breast augmentation procedure with a 295cc mentor memorygel xtra breast implant on the left side and with a 325cc mentor memorygel xtra breast implant on the right side, and experienced bilateral breast implant rupture postoperatively. As a result, the devices were explanted on (B)(6), 2023. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Photo evaluation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. No tear or puncture could be observed on the image provided. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on january 3, 2024, the following information has been updated on this form: patient's initials under field a1 has been updated to "(B)(6)." Patient's date of birth has been updated under field a2 to "(B)(6) 1980". Day of birth was not provided. Patient underwent bilateral replacement surgery with catalog number smpx295; serial number (B)(6) on the left side, and with catalog number smpx325; serial number (B)(6) on the right side on (B)(6) 2023. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 8, 2024, the mentor failure analysis lab received the device for evaluation. Complete UDI number has been added to field d4 on this form. On july 29, 2024, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth mod + prof xtra 295cc breast implant was found to have multiples areas of bubble within the gel. The bubbles could have give the appearance of rupture in the device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Bubbles in the gel can be originated with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).